Event description:
It was reported by the trainer during life 2000 home-therapy and ambulation with the device the patient had shortness of breath (sob), with oxygen saturations in the low 90s, an ambulance was called, and the patient was admitted to the hospital for approximately two days. It is unknown what medical intervention the patient received; however, it is noted she was discharged home after being there for a ¿day or two.¿ the patient is a 71-year-old female with a relevant medical history of copd (with exacerbations), chronic respiratory failure with hypoxia, shortness of breath, pulmonary emphysema, chf, asthma, gerd, mi, and htn. The trainer notes on the day of the event the oxygen was disconnected, and he stated the patient appeared to be having exacerbation of her copd. The patient additionally uses a third-party concentrator and there was no flow meter ball drop during use with the device. There was no malfunction alleged and the patient is keeping the device. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported by the trainer during life 2000 home-therapy and ambulation with the device the patient had shortness of breath (sob), with oxygen saturations in the low 90s, an ambulance was called, and the patient was admitted to the hospital for approximately two days. It is unknown what medical intervention the patient received; however, it is noted she was discharged home after being there for a ¿day or two.¿ the patient is a 71-year-old female with a relevant medical history of copd (with exacerbations), chronic respiratory failure with hypoxia, shortness of breath, pulmonary emphysema, chf, asthma, gerd, mi, and htn. The trainer notes on the day of the event the oxygen was disconnected, and he stated the patient appeared to be having exacerbation of her copd. The patient additionally uses a third-party concentrator and there was no flow meter ball drop during use with the device. There was no malfunction alleged and the patient is keeping the device. Follow up with the patient notes post being discharged a trainer went back to the patient¿ home to titrate her on the life 2000 device. Education was additionally provided to the patient on how to adjust the life 2000 to high activity level when going up her stairs. There have been no issues with shortness of breath or hypoxia since the initial day of home-therapy with the device. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Difficulty of breathing or shortness of breath is the feeling of breathlessness, suffocation, or tightness in the chest. It can be contributed to disorders such as copd, asthma, arrythmias, or to extreme temperatures, strenuous exercise or anxiety, treatment is dependent on the cause. Hypoxia is a condition or state in which the supply of oxygen is insufficient for normal life functions. Hypoxemia (low oxygen saturations) is a below-normal level of oxygen in the blood, specifically in the arteries. Normal adult blood oxygen levels typically range from 95 to 100 percent. Oxygen desaturation can be contributed to disorders such as respiratory failure, respiratory infections, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. Based on the report that the patient was hospitalized, it can reasonably be concluded that the patient received medical intervention, indicating a serious injury occurred. It can also be reasonably concluded that patient intolerance to ambulation/increased therapy needs and use error due to the oxygen tubing being disconnected from the concentrator were the cause/contributing factors and not the life2000 system. Additionally, no malfunction of a hillrom/baxter device was alleged. Based on this information, no further action is required.